Manufacturer narrative:
Citation: blackman dj et al. Long-term durability of transcatheter aortic valve prostheses. J am coll cardiol. 2019 feb 12;73(5):537-545. Doi: 10.1016/j.jacc.2018.10.078. Epub 2019 feb 4. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of long-term transcatheter aortic valve function and to determine the incidence of hemodynamic structural valve degeneration between 5 and 10 years after transcatheter aortic valve replacement. All data were collected from fifteen centers between 2007 and 2011. The study population included 241 patients (predominantly male; mean age 79 years), 149 of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, an unspecified number of deaths occurred (it was reported that the cause of death was unknown in the majority of these patients). Multiple manufacturers were noted in the literature; based on the limited available information, medtronic product did not cause or contribute to these deaths. Among all patients, in-hospital adverse events included: new permanent pacemaker implantation, stroke, mild-moderate aortic regurgitation, and major vascular complications. Long-term follow-up adverse events included: moderate structural valve degeneration due to new moderate aortic regurgitation or increased transvalvular gradient (21 cases; mean duration 6 years 1 month post implant), and severe structural valve degeneration due to severe valvular aortic regurgitation (1 case; 5 years 4 months post implant). Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.